Manufacturer narrative:
Additional information/correction: h6 (update codes), h11. H4: the lot was manufactured october 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, for the fluids used with these devices, infusion flow rates less than or equal to 30 percent of expected rate is unlikely to lead to a serious injury. The device labeling indicates that there are expected variations in flow rate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused by approximately 10%. This was observed during patient infusion; the expected and actual infusion time was 23 hours. The device contained piperacillin/tazobactam 18000mg in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.